Event description:
Limited information was provided by customer. Two products were reported by the customer, both apparently utilized on the patient for a bone dental grafting procedure. At some unspecified point, patient tested positive for hepatitis c and was told (from an unspecified source) it might be from the recent dental grafting procedure. Information related to the initial surgery, including the original surgery in which the products were used for and if there were any delays or intervention required, and further information surrounding the patient status and patient outcome, were requested but not provided.

Manufacturer narrative:
The parent MDR is MDR 2249852-2024-00005. This MDR is for suspect device 2. Raw material processing related to the purification process of suspect device 2 was found to be conforming and meet specifications. The hepatitis c virus usually spreads when someone comes into contact with blood from an infected person. This can happen through sharing drug-injection equipment, unregulated tattoos or body piercings, sharing personal items and blood transfusion or organ transplant. It can also be spread through nonsterile medical tools or equipment. The product has no cells or blood from human or animals, therefore it is unlikely that the hepatitis c is spread due to the product.